Event description:
The patient's mother reported that the patient had been experiencing significant gi problems, that she believed were related to vns therapy. No specifics were given as to what the gi problems were. She stated that the patient eventually had to have a j-tube inserted due to the issues. Attempts for further information from the patient's treating neurologist have been unsuccessful to date; therefore, the relationship between the reported events and vns therapy cannot be determined.